Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant there was a large jump in r waves. The right ventricular (rv) lead was reprogrammed to unipolar. It was further reported that the rv lead exhibited short v-v intervals, t wave oversensing, myopotential oversensing and noise. The rv lead was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.